Manufacturer narrative:
Regurgitation is considered to be a paravalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection.. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The op report documents that this was the patient's 4th redo mitral valve replacement for recurrent pvl. The explanted device was not returned to edwards for analysis; therefore, the reported pvl could not be confirmed. In this case, there is insufficient information to conclusively determine the root cause of this pvl. No further actions are possible at this time.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year for paravalvular leak (pvl). The surgeon noted that there was no malfunction of the device. Per the op report, this patient presented for 4th time redo mitral valve replacement for recurrent pvl. She was particularly high risk because of her near systemic pulmonary artery pressures, and the fact that her aorta appeared to be directly opposed to the posterior aspect of the sternum. During explantation of the prosthetic valve, pvl was noted posteriorly. Overall, the valve sewing ring was remarkably poorly incorporated. It was fairly easy to remove the valve. The device was replaced with another edwards bioprosthetic valve; the valve seated nicely. The patient was weaned off cardiopulmonary bypass. The new valve functioned appropriately with no evidence whatsoever of pvl.